Event description:
The customer states that staff noticed during the procedure that the guidewire was missing the floppy end. An immediate search of the surgical field and surrounding area was conducted. Under the guidance of fluoroscopy, small incisions were made by the doctor to immediately remove the wire from the patient. The piece of guidewire was located in the patient's left lower leg. It was then compared to an identical wire. Another fluoro was taken of the left lower leg. The fluoroscopy was negative for any foreign body (guidewire).

Manufacturer narrative:
Results of investigation will be filled in a supplemental report.